Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room on (B)(6), 2026. Upon arrival, the patient noticed the pod had fallen off from the pod site on their stomach, while wearing the pod between 1 and 4 hours. Symptoms reported include dizziness, tiredness and not feeling well. No impact to the patient¿s blood glucose level was reported. The patient was treated with zophran and intravenous fluids and was released the same day.